Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure using a 6f sheath. The patient had been anticoagulated with an unspecified medication. Reportedly, after harvesting the suture a hematoma was observed at the access groin. The hematoma was described as the size of a "tennis ball" over 6 cm. The suture was cut and the device/suture was removed and the hematoma was treated with medications, name(s) of medication(s)were not available or provided by the hospital. A computed tomography scan (CT scan) was performed. The hematoma was successfully treated with the medication(s). Hemostasis was achieved using manual arterial compression. There was a reported clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. There was no reported device deficiency. Hematoma is a known potential adverse event as listed in the proglide instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.